Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer stating that they do not hear the motor working on their seven year old insulin pump. The patient's blood glucose level was unknown. The customer stated that the pump turns on but does not deliver insulin when priming. The customer can not afford a new pump. The customer was transferred to the (B)(4) for assistance. No further information was provided.